Event description:
It was reported that the gastrointestinal videoscope displayed an unspecified error code and there was no image. The issue was identified during an installation. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 scope communication error occurred, and the air-water cylinder had corrosion. Based on the results of the investigation, a definitive root cause could not be identified. The most likely cause is due to corrosion on the endoscope connector resulting in communication error and water leakage resulting in corrosion (component failure due to stress of repeated use, external factors, or handling). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.